Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the maryland bipolar forceps instrument had wire issue at the distal end. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were undamaged. No other damage was found.